Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that two days into impella 5.5 support, a placement signal not reliable alarm appeared. The team was made aware of how to handle the alarm should it recur. Later that day, flows on the pump were lower than expected. After multiple alarms, the pump unexpectedly stopped. The pump was removed as a result of the noted stoppage. The patient remained supported via extracorporeal membrane oxygenation.

Manufacturer narrative:
The investigation of low pump flow, optical signal issue, and pump stop has been completed. Optical signal issue: clinical details report that the psnr alarm triggered on (B)(6) 2025. Data logs were reviewed, and the alarm was confirmed. Around 06:30 on (B)(6) 2025, there was a sudden drop in snr and gain, lamp remained at 100%, contrast began to oscillate between +/- 3200, and light dropped. The optical 5s did not recover for the remainder of the case. Returned product had all 5s parameters still out of specification when connected to a console, and a controller failure alarm triggered. The pump failed the laser continuity test with light leaking from the optical fiber. The leak was coming from within the red pump plug on the patient cable side where the optical fiber inserts into the ferrule. Additionally, the wiring coming out of the patient cable appeared to have migrated into the red pump plug, over the near post, causing a sharp angle between the optical fiber and ferrule connection. The data logs and returned product are consistent with a torqued optical fiber. Based on the pattern seen in data log review and abnormal migration of wiring/optical fiber within the red pump plug, the root cause of the optical signal issue was determined to be a damaged fiber due to manufacturing operator error. Low pump flow: data logs were reviewed and there were several abnormalities. Pump flows were variable and often low throughout the entire case. There were 95 triggers of alarm #33 and 92 triggers of #35 (position unknown). Additionally there were 11 suction alarms, and 13 preventing retrograde flow algorithm notifications. There were no abnormal motor current spikes. The only spikes were when the pump was started at case start and restarted after being turned off on 24/jun/2025. Purge pressure was stable throughout the case. Impella position unknown alarm #33 triggers when both imod (mc modulation) and ps pulsatility are below their respective threshold for the p-level. This suggests that the pump and patient both lack pulsatility. Similarly, the suction alarms and triggers of the retrograde flow algorithm indicate that mc was low, particularly mcmin. This suggests limited volume flowing through the cannula. Returned product was found to have significant amounts of biomaterial in the outflow cage/wrapped around the impeller after soaking. When the pump was attempted to be run in a bucket, it initially experienced high mc pump stops, then low pump flows, then saturated flows. However, when the biomaterial was fully removed, the pump flows were normal for p-9. It is unclear whether or not the biomaterial was ingested during the case in the field or not because data logs do not suggest that it was, but how it was found to be sitting in the outflow cage and cannula is abnormal if it were to be picked up pump explant. There is potential that further data logs at the end of the case were missing. Since the characteristics seen on data logs do not align with the significant amount of biomaterial on returned product, the root cause of the low pump flows could not be determined. Pump stop: data logs were reviewed and there were no pump stop alarms noted at any point in the case. Additionally, there were no abnormal motor current spikes during the case. Toward the end of the case, the preventing retrograde flow and reverse flow algorithm notifications did trigger. Additionally, the final real time log showed the pump flows being calculated as 0 l/min even though the pump was running at a ms equivalent to p-8. These factors could be what the user saw and believed to be a pump stop, however, this could not be confirmed. Returned product passed electrical testing of the motor cables, confirming there was no electrical damage. The pump was found to have significant amounts of biomaterial in the outflow cage/wrapped around the impeller after soaking. When the pump was attempted to be run in a bucket, it initially experienced high mc pump stops, then low pump flows, then saturated flows. However, when the biomaterial was completely removed, the pump flows were normal for p-9. Returned product having significant biomaterial in the outflow cage and around the impeller is indicative of a biomaterial ingestion, however, there were no pump stop alarms or signatures of ingestion in the available logs. For these reasons, the root cause of the pump stop could not be determined. D9 device returned to manufacturer date added.

Event description:
Additional information was received that the patient encountered stroke during support.

Manufacturer narrative:
B5 updated with additional information. H6 health effect clinical code 1770 stroke was added due to additional information. H6 health effect impact code 4614 serious injury added due to additional information.

Manufacturer narrative:
B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.